Manufacturer narrative:
Device was used for treatment, not diagnosis. No patient involvement reported. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. No lot number was provided, without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during routine inspection it was found that three (3) t25 stardrive shaft f/matrix long and two (2) screwdriver for a quick lock screws were worn out. There is no patient involvement. This complaint involves three (3) devices. (B)(4).

Manufacturer narrative:
DHR review was completed. DHR review: part number: 03.632.072, synthes lot number: 7631239, supplier lot number: na, release to warehouse date: 23-jun-2014, supplier: na, manufacturing site: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Customer quality conducted an investigation of the returned device. The t 25 star drive screw driver shaft (part: 03.632.072, lot: 7631239, mfg: 23-jun-2014) was received with the reported condition of ¿worn/stripped/threaded: rm.¿ at customer quality, the returned screw driver (part: 03.632.072, lot: 7631239, mfg: 23-jun-2014) was inspected and the complaint of worn tip was confirmed. Visual inspection performed at customer quality observed that the tip of the screw driver was worn and rounded. No new malfunctions have been identified. Whether this complaint could be replicated is not applicable because the device was returned damaged. Relevant drawings for the returned device were reviewed (both current and from the time of manufacture): top-level drawing for screw driver, tip drawing and determined to be suitable for the intended design and application when used as recommended. Dimensional analysis was performed at the tip measured 4.4 mm that falls within specifications of 4.392 mm to 4.402 mm. A device history review was performed for the returned instrument¿s lot number and no ncrs, mrrs or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. Also, based on the device history record review, there is no indication that any issues with material or material properties contributed to the complaint condition. While no definitive root cause could be determined it is possible that age of the device and any unintended forces encountered by the device during its usage or handling could have led to the complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Corrected data: date reported in mwr-(B)(4) was 02/28/2018. Correct date should have been 02/25/2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.